Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation device gave an unexpected flashing white or blank display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, self test, sleep current measurement, active current measurement, displacement test or verify critical pump error (open book image) due to display anomaly.